Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) had an insulation failure. The orange part on instrument was visible. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the problem was detected prior to starting the procedure - pre-anesthesia. The black insulation was stripped or damaged. The wire was not exposed due to damaged insulation. A backup instrument was used to complete the procedure. Customer replaced with another sterile instrument to carry out the procedure. Customer did not notice arcing or energy leak from the instrument as defect was observed prior to start of procedure. The mcs tip cover accessory appeared to be properly installed during the surgical procedure. A part of the orange surface was visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. An installation tool was used. An electrolube or any other lubricant was not applied to the mcs instrument prior to the tip cover installation. There was no damage to the tip cover. No photographic images of the device(s) or a video recording of the procedure were available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the monopolar curved scissors be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to exhibits scratch marks on the brown laser marked section of the tube extension. Tube extension scratch marks measured roughly 0.86mm x 1.18mm. There was not any material missing. The complaint regarding insulation failure was confirmed by failure analysis.